Event description:
In 2007 at 5:27pm, the patient's blood glucose measured 54 mg/dl. The patient then consumed 5 units of carbohydrates. At 5:44pm, the patient's blood glucose measured 48 mg/dl and he became unconscious at 6:00pm. The patient's wife called for an ambulance and the patient was transported to the hospital (treatment not provided). At 9:45pm, the patient was released from the hospital with a blood glucose level of 136 mg/dl. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.